Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was likely use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. Tape-like residue was seen from the molded joint through the 7cm depth marking. Gross visual evaluation confirmed a split between the 8cm and 9cm depth markings and was measured to be 0.9¿ in length. The split followed a linear indentation in the catheter which traversed the entire length of the catheter. There was elastic weakness in the immediate vicinity of the split. The catheter appeared to be compressed between the 8cm and 10cm depth markings, and the split resided on the outer edge of the ellipse formed by the compressed catheter. The split did not extend into the 9-cm depth marking area. Microscopic examination of the split showed that the fracture surface was rough and granular in appearance. A cross-sectional piece was taken at the 12cm depth marking in order to verify dimensional conformity to specification, and the catheter was confirmed to meet dimensional requirements within and outside the observed indentation. The observed damage is indicative of catheter over-pressurization (burst) damage. This can occur by flushing against an occlusion, or due to excessive pressure applied during infusion procedures.

Event description:
It was reported that the PICC was leaking from insertion site. Hole noted in catheter near insertion site. Catheter removed.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review (lhr) of rewj1761 showed one other similar product complaint from this lot number. The complaints for this lot number (rewj1761) have been reported from one (B)(6) facility. The device has not been returned to the MFR at this time for eval.